Event description:
It was reported that during a case using the spine guidance 5 software, the navigated tools did not appear to align with trajectory of robot and planned screw on screen. The procedure was completed successfully with no adverse consequences.